Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department and the device system was interrogated which revealed undersensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.